Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a tvt sling procedure on (B)(6), 2010. The patient was "fine" immediately post procedure. According to the complainant, the patient experienced continued urinary incontinence, erosion of internal tissue, chronic infection and dyspareunia. The exact date of onset of the incontinence, infection and dyspareunia are unknown. On (B)(6), 2010, a follow up visit with the implanting physician revealed some mesh prominence in the vaginal wall without any epithelial separation. On (B)(6), 2010, the patient presented with heavy vaginal discharge and was prescribed levaquin for ten days. On (B)(6), 2010, another follow up visit with a different physician, dr. Emily evitt, determined that the sling had eroded through the vaginal mucosa but that the vaginal discharge had subsided. The patient was then prescribed estrace cream for an unknown period of time. On (B)(6), 2010, the implanting physician confirmed superficial erosion of the vaginal mucosa and exposure of the sling mesh. The physician cut and removed the exposed portion of the mesh and placed three sutures in the vaginal wall. On (B)(6), 2010, a final follow up visit revealed that the stitches from the removal surgery had healed well but there was still a small exposure of the mesh. The patient was then advised to have a sling revision surgery in october. However, the patient did not return in (B)(6) and there is no record of any further medical intervention. The patient's current condition is unknown.